Event description:
A report of infection was rec'd. The physician explanted the patient's precision system. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were kept by the medical facility.